Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw1610c82ej stent graft was intended to be implanted during the endovascular treatment of a 33 mm common iliac artery aneurysm (ciaa). It was reported that during the index procedure, resistance was encountered while advancing the delivery system into the external iliac artery (eia) after insertion via the right groin access. It was noted that despite multiple attempts, the device could not pass and was removed. The access vessel was inflated with a pta balloon and further advancement was attempted; however, the delivery system kinked and it could not be advanced. The device was then safely removed through a sheath. It was noted that the device had been visually inspected prior to use and no issues were identified. A replacement device was then used and successfully advanced without any issues, and the procedure was completed. Per the physician, the cause of the event was anatomy related due to calcification. No additional clinical sequalae were provided and the patient is fine